Manufacturer narrative:
The reported events were dislodgment and failure to capture. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x ¿ ray inspection of the lead did not find any anomalies.

Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead resulting in high capture thresholds. A chest x-ray was performed and the lead was later confirmed to have dislodged. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.